Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was initially reported the patient had fluid collection (seroma) around pump and the hcp suspected a possible csf leak from the catheter insertion site. The patient¿s tone was fluctuating throughout the day. The patient¿s daily dose was increased to 175mcg/day and the oral baclofen was decreased from 20 tid to 5 tid. A single bolus of 50mcg showed improvement in tone. The patient status at the time of the report was alive, no injury. The pump was used to deliver lioresal. Additional information later received indicated the hcp aspirated some fluid from the pump pocket and tested for beta 2 transferrin which was negative. The hcp felt that the fluid was just seroma which was then described as minimum. The hpc was actively titrating the patient¿s dose now to get reduction in the patient¿s spasticity additional information received reported that the cause of the event could possibly be due to a too rapid of an enteral baclofen wean, per the health care provider (hcp). No intervention had taken place due to the event. The patient¿s symptoms also consisted of increased clonus and a general feeling of malaise. It was noted by the hcp that the patient was chronically hospitalized, although information reported made it unclear if the hospitalization was related to device or therapy. The outcome was ¿no injury¿. The hcp indicated that the enteral baclofen dose was returned to the initial dose and the symptoms resolved. The dose had been increased in a step wise fashion to current dose with good spasticity control and more gradual wean of baclofen has been started thus far without problem.